Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6, -8.0, implantable collamer lens tore during loading. It was reported that there was no patient contact, the backup lens was used and the surgery was a success. The reporter stated that they have had no issues with a lens tear previously so this was certainly an isolated incident.